Manufacturer narrative:
Additional narrative: (B)(6). The device manufacture date is currently not available. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the motor seized, blocked and was running rough on the power drive device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturer city was inadvertently documented as (B)(4). The city has been corrected from (B)(4). Contact office - name/address has been updated accordingly to reflect the corrected manufacturing facility. The device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as oct 25, 2000. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.